Manufacturer narrative:
FDA report mw5089948 has been submitted relating to a patient with hyperglycemia with a calcium level of 13.9 (ref range 8.3 -10.) Biocomposites ltd have a risk assessment for hypercalcemia related events with the use of stimulan products, risk - 00364 states: "use in patients with hypercalcemia is contraindicated. Risk control measures not possible as use in patients with a pre-existing calcium metabolism disorder is under direction of the operating surgeon. Recommended actions: none required. Additional risks created: no additional risk foreseen. Residual risk: the residual risk of exacerbated symptoms associated with hyperglycaemia requiring intervention is broadly acceptable. Risk/benefit analysis: the residual risk of exacerbated symptoms associated with hypercalemia requiring intervention is outweighed by the clinical benefit of using the device."

Event description:
Pt experienced hypercalcemia, with a calcium level of 13.9 (ref range 8.3 - 10.4).FDA safety report ID#(B)(4).